Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'false air in line and false upstream occlusion'. A review of the event history log identified both air in line messages and upstream occlusion messages. The reported condition was verified. The cause was determined to be the upstream sensor, upper and lower readings out of calibrated specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false air in line and false upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.